Manufacturer narrative:
Fixture removal surgery due to loosening. Right side tibia. Pain with and without loading was reported as clinical sign. The procedure took place on (B)(6) 2024.

Event description:
Fixture removal surgery due to loosening. Right side tibia. Pain with and without loading was reported as clinical sign. The procedure took place on (B)(6) 2024.